Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8578, lot# n154408, implanted: (B)(6) 2008, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Review of the pump logs on (B)(6) 2015 showed a motor stall recovery in (B)(6) 2014. The reporter did not have any other details about it. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.